Event description:
It was reported that the user dropped the ilet, after which a cartridge fractured and a large fragment remained lodged in the pump¿s cartridge chamber, preventing removal despite standard troubleshooting. Symptoms included none related to glycemic control, and blood glucose was not affected while the user transitioned to backup therapy. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included customer support troubleshooting and replacement device dispatch. Investigation of this case revealed a mechanical obstruction in the cartridge chamber consistent with a broken cartridge component, with failure to remove the component after rewinding and manual extraction attempts; the original device was reported stolen and is not available for return evaluation. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to external mechanical impact.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.